Event description:
Nurse reported patient claims cognitive changes, depression and lethargy since implant. Tried multiple settings unipolar and bipolar. Patient turned off device but did not see a real change. Hcp reported chronic subdural hematoma at burrholes. The patient recovered without sequela. No report of device explantation. A follow-up report will be sent if additional information is received.